Event description:
The customer reported an x-ray disabled error message, this error message will result in a loss of x-ray functionality. There is no report of injury of death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.